Manufacturer narrative:
The site does not use the patient head strap to hold the patient tracker on the patient's forehead. This is unapproved use of the fusion navigation system. The entire fusion navigation system was replaced at the site. Suspect fusion navigation system has been evaluated in house along with software exam archives. The suspect system passed all accuracy and performance tests without issue. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. The site has not reported any further accuracy issues with their new system.

Event description:
A medtronic ent representative reported an inaccuracy, during navigation in an ent procedure. Pointmerge registration was used and achieved 1.2mm accuracy on registration. Approximately one hour and forty minutes into the case, a slight lateral drift of 2mm in accuracy was noted, then two hours into the case lateral drift increased. The surgeon completed the procedure with the use of the fusion navigation system. There was no impact on patient outcome reported.

Manufacturer narrative:
After analysis of stealtharchive, no software faults or anomalies were found to be the cause of the alleged inaccuracy. Pointmerge registration looked good and all of the sinus anatomy was within specification.